Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the handpiece bearing overheated prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found no fault or malfunction with the handpiece. Pre-repair temperature test after 5 minutes shows: t1 was 91.5f, t2 was 92.3f and ambient was 78.5f with temperature rise of 13.8. Attachment lock/unlock and tool seating and locking were okay. Handpiece was running smoothly without any abnormality and noise. The device was decontaminated, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.